Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03588. It was reported the pt's scs ipg was replaced due to being on the premature battery depletion recall list. F/u identified before the replacement procedure, the pt was no longer receiving stimulation. Additionally, the pt had experienced painful stimulation. Moreover, the pt's scs ipg had stopped holding a charge.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.